Event description:
It was reported that the user¿s ilet pump screen became unresponsive and could not be unlocked; upon visual inspection against a light, a crack in the display was observed and confirmed via image, and a replacement device was arranged. Symptoms included no reported adverse health effects. Outcomes included no changes to therapy or medical care and no hospitalization. Investigation included review of user report and photographic evidence. Investigation of this case revealed a cracked display consistent with physical damage to the screen component, resulting in loss of touch responsiveness and inability to access the device. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device display.